Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it appears that the cause of the severe pvl was related to the valve position post deployment (¿the hinge point of the xt valve was positioned about 4mm below the patient¿s annulus of ncc side. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post deployment the 23mm sapien xt valve was implanted in a 55:45 aortic/ventricular position; severe paravalvular leak (pvl) resulted. Since the xt valve was suspected to be undersized (aortic annulus diameter was 20.5mm by tee), post dilatation was performed, but the pvl did not improve. The echo doctor evaluated that the hinge point of the xt valve was positioned about 4mm below the patient¿s annulus of non-coronary cusp (ncc) side. A valve in valve was performed with a 23mm sapien xt, this 2nd valve was implanted 1 cell higher than the 1st valve. The final pvl status was trivial to mild and the patient remained in stable condition.